Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
The customer¿s blood glucose (bg) level was ¿low¿, specific value was not provided. Cause was not known. Customer consumed glucose tablets to address bg.